Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 400 mg/dl while using the ilet, with troubleshooting indicating likely poor insulin absorption due to a prior infusion site dislodgement and denial of follow-up actions during the event. Symptoms included high blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user-level troubleshooting and review of the reported event details. Investigation of this case revealed an unclear root cause, with suspected device-use or infusion site-related insulin delivery issue leading to hyperglycemia, though no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.